Event description:
It was reported that the atrial lead had high thresholds and was not in the optimal position. It was also reported that the ventricular lead had a subclavian crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. However, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, the helix disengaged from the helical channel, and there was apparent explant damage. (B)(4) the full lead was returned in segments, analyzed, and there was inner insulation breached mio. It was also noted that the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, all insulators had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression.